Event description:
Plastic on the tibial impactor broke.

Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the device would not be returned for evaluation. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune fb tibial impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples. The root cause of the new failure mode of the device fracturing into smaller pieces is currently being investigated per (B)(4). The complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.